Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; one of the cylinders was also pressure tested and the pump was functionally tested. No anomalies were found with the cylinder that was pressure tested. Leak testing of the other cylinder revealed that there was a leak in the proximal cylinder body as a result of wear at fold. Regarding the pump, it did not pass the functional testing as the component did not pass the valve deactivation test . Based on the information available and analysis results, the wear identified in the cylinder could have caused or contributed to the reported clinical observation of hole/perforated. In addition, the valve deactivation anomalies could affect the functionality of the device.

Event description:
It was reported that the patient visited to the hospital due to his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which was noticed that there was a hole in the right cylinder. The pump and cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and a hole in the right cylinder were confirmed though product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The cylinder was visually and microscopically inspected, revealing wear at folds and a leak in the proximal cylinder body caused by wear at a fold. The cylinder was not pressure tested due to the hole identified. This perforation was the probable cause of the reported mechanical issues as the device would not be functional after the system fluid was lost. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited to the hospital due to his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which was noticed that there was a hole in the right cylinder. The pump and cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient visited to the hospital due to his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which was noticed that there was a hole in the right cylinder. The pump and cylinders were explanted and replaced. After the procedure, the patient improved and remains stable.